Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle partially broke off in patient during use. Furthermore "the patient has tried to push the needle out of the skin but without success." No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: no. Investigation summary: 96 sealed and intact 31g x 5mm pen needle samples were returned from lot. No. 7004604, cat. No. 320212 and one sealed and intact 31g x 8mm pen needle sample was returned from lot. No. 8225232. Visual examination was carried out on 29 samples from lot. No. 7004604, and the one sealed sample from lot. No. 8225232 and no issues were observed. The actual sample was not returned. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle partially broke off in patient during use. Furthermore "the patient has tried to push the needle out of the skin but without success." No serious injury or medical intervention was reported.

Manufacturer narrative:
Additional information was received on 08/07/2018 regarding x-ray scans taken of the patients legs to determine if there were any needle fragments. No needle fragments were found. Event attributed to: the x-ray scans taken constitute medical intervention. Describe event or problem: updated to reflect new information. Type of reportable events: changed to serious injury.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle partially broke off in patient during use. Furthermore "the patient has tried to push the needle out of the skin but without success." Further information was received (B)(6) 2018) reporting that an "x-ray of the left and right thigh of patient shows no foreign objects in soft parts of patient". This x-ray scan constitutes medical intervention despite their being no needle fragments found.